Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the patient's implant procedure the patient experienced hemoptysis. The procedure was successfully completed. An angiogram was performed and confirmed there was no damage to the vessel. Patient is stable and has been discharged.